Event description:
According to the reporter: occurred during a laparoscopic whipple procedure. The manual stapling handle and reload were being applied to the small bowel. The stapler fired correctly but the staple line was incomplete. In order to resolve the issue and complete the case, over sewed the staple line. There was no patient harm. The patient outcome has no injury.